Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was over 440 mg/dl, current blood glucose is 280 mg/dl. It was also stated that customer treated low blood glucose by changing the set and declined troubleshoot for low blood glucose level. The customer did not experienced any symptoms. The customer was neither hospitalized nor admitted for high blood glucose. The insulin pump will be returned for analysis.